Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic and upon interrogation of the pulse generator, a device parameter error message was displayed. The device was reprogrammed to the original settings. The patient would be monitored.